Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of an unspecified number of tampons the string separated from the pledget. She manually removed the pledget from her vaginal cavity. She experienced some discomfort upon removal which went away as soon as the pledget was removed. She did not seek medical attention and did not experience any serious adverse health effects.